Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pca tubing leaked at the connection with bifuse extension set. It was mentioned that the pca tubing was set up with a quadfuse extension set connected to the carrier side and the bifuse set was connected to the quadfuse. The unspecified fluid was running at approximately 115ml/hr at the time of the event. The tubing has been in use since (B)(6) and the leak was observed on (B)(6) 2020. The event occurred at pediatric intensive care unit (picu). Although requested, additional information was not provided.